Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the following change in therapy: intermittent/erratic. It was stated the stimulation felt like it was shutting off and turning on by itself. It just started on the day of the report acting up. The consumer didn''t know what could cause something like that and stated it had never done that before. No trauma or falls were reported that could be related to the issue. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.